Event description:
It was reported that a patient underwent a sling procedure in 2008. The patient's voiding pattern at discharge was abnormal and the patient was discharged with an in-dwelling catheter. Post-operatively at about 6 weeks, the patient developed a urinary tract infection. The patient was treated with macrobid #14 (100mg) tabs, one orally two times per day. As of date, the patient was given macrobid qhs for six months duration. The outcome was listed as resolved as of 2008.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.